Event description:
It was reported that difficulty removing a balloon catheter occurred. A percutaneous coronary intervention was performed on a patient with coronary heart disease. A 2.50mm x 12mm emerge balloon catheter was used for treatment. The emerge balloon catheter was deflated prior to removal. Difficulties removing the emerge balloon catheter occurred. The emerge balloon catheter was removed from the patient by pulling on the emerge balloon catheter. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Event description:
It was reported that difficulty removing a balloon and balloon detachment occurred. A percutaneous coronary intervention was performed on a patient with coronary heart disease. A 2.50mm x 12mm emerge balloon was used for treatment, but difficulties removing the balloon occurred. The device was deflated and pulled from the patient. The device removed from the patient was not intact. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was later reported that there was intervention to remove the balloon. It was noted that the intervention performed to remove the balloon was a percutaneous coronary intervention. No portion of the device remained inside the patient. The patient was reported to be stable following the procedure.

Event description:
It was reported that difficulty removing a balloon and balloon detachment occurred. A percutaneous coronary intervention was performed on a patient with coronary heart disease. A 2.50mm x 12mm emerge balloon was used for treatment, but difficulties removing the balloon occurred. The device was deflated and pulled from the patient. The device removed from the patient was not intact. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was later reported that there was intervention to remove the balloon. No portion of the device remained inside the patient.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an incomplete device of an emerge mr balloon catheter. The device was microscopically and visually examined. There was blood present in the manifold. The hypotube and shaft of the device had numerous kinks. There was contrast in the inflation lumen and blood in the guidewire lumen. There was a twist or bend and kink in the shaft 122.4cm, and 123.5cm from the strain relief. There was a buckle of the inflation lumen that was 2mm in length at 135.5cm from the strain relief. The inflation lumen was separated at 139.1cm from the strain relief. The total length of the distal portion of the separation was 7.5cm which includes the guidewire lumen, balloon, markerbands, and the tip. At 145cm from the strain relief there was separation of the guidewire lumen and the guidewire lumen was stretched down. The markerbands were located on the distal portion of the separation on the guidewire lumen. The balloon was accordioned into 2mm length and the inflation lumen was detached from the balloon. There was also tip damage to the device. Product analysis confirmed the reported events. The reported removal difficulties were confirmed as the inflation lumen was torn and separated indicating there were difficulties in the process of removal.

Event description:
It was reported that difficulty removing a balloon and balloon detachment occurred. A percutaneous coronary intervention was performed on a patient with coronary heart disease. A 2.50mm x 12mm emerge balloon was used for treatment, but difficulties removing the balloon occurred. The device was deflated and pulled from the patient. The device removed from the patient was not intact. The procedure was completed with another of the same device. No patient complications were reported in relation to this event. It was later reported that there was intervention to remove the balloon. It was noted that the intervention performed to remove the balloon was a percutaneous coronary intervention. No portion of the device remained inside the patient. The patient was reported to be stable following the procedure